Event description:
Patient called the 24hr lvad (left ventricular assist device) line to report the second internal battery fault alarm. Lvad coordinator called the abbott clinical specialist and said the only way to resolve this issue is to perform a controller exchange. Abbott was able to send imed 2 controllers for this patient at no cost to fix the false alarm and prevent additional internal battery exchanges. The patient went to a shared care clinic to use the controller tools to disconnect and reseat the internal battery which resulted in the alarms stopping. Double controller exchange will take place while vad coordinator is present during the exchange.